Event description:
It was reported that during a da vinci surgical procedure, dull scissors were identified on the monopolar curved scissors instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's blade had mechanical indentations/burrs. The scissors did not fully cut due to the blade damage. As a result, the blade did not cut through the entire length of the latex and failed the cut test. One blade had an indentation between the midpoint and tip. Failure analysis concluded that the mechanical indentations/burrs damage may be due to mishandling/misuse. Failure analysis investigation also found the distal end of the instrument's main tube had various scratch marks/abrasions with light material removal. The scratches measured approximately 0.389 - 0.117 in length and were not aligned with the tube axis. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the additional finding of the various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.